Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a foley catheter. The customer reported that on (B)(6) 2013 the patient arrived at 9:30am; the foley was placed at 17:30; for a c-section at 22:58 and after completion, wetness was noted and the catheter slid out of the patient. They then performed a cystoscopy at 23:57 where a small balloon fragment was found and retrieved. The volume used to inflate the balloon was not documented. The cystoscopy was successful, there were no other interventions required. There was no medication administered as a result of this event. The patient recovered successfully, there were no complications as a result of the event.